Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-75, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a power on reset (por) occurred when the patient turned off his stimulator. The patient cleared the por on his own.